Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after a tka was performed on (B)(6) 2024, patient experienced decoupling of the tibial component. This adverse event was addressed by performing a revision surgery on (B)(6) 2024, in which the gns ii con ins sz5-6 15mm was exchanged. In addition, upon inspection, they noticed damage to the posterior fins. Patient's current health status is unknown.

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the definitive clinical root cause of the tibial component decoupling and damage to the posterior fins cannot be determined. Although we cannot rule out inadequate locking of the insert into tibial baseplate in the primary surgery as the likely cause of the reported adverse events. The patient impact beyond the reported revision could not be determined. The current health of the patient is unknown. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in possible adverse effects that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.